Manufacturer narrative:
Event was reported to have occurred "since (B)(6) 2017". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as "three or four episodes of peritonitis". The cause these events were not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified drugs (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome for the events were not reported. Pd therapy was ongoing during the treatment. No additional information could be provided because the reporter declined follow-up.